Manufacturer narrative:
The reported 13.50 x 2.4mm flexible passing pins (4), used in treatment, were returned for evaluation. Three additional unused passing pins were also returned. Visual assessment of the used passing pins confirmed the reported breakage. Approximately 1.5 inches of the distal end of each passing pin has broken off and were returned. There are no material voids present at the break area. Each of the passing pins are bent to varying degrees, one is dramatically bent, this pin is also heavily scored at the broken tip and proximal end. Dimensional assessment of the guidewires diameter was found to meet print specification. The condition of the guidewires indicates they were subjected to excessive forces during use resulting in the reported failure. Per the device instruction for use under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure the passing pin was breaking in half. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.